Event description:
While attempting to treat a pt (age & gender unk) the device powered up with a blank display. The device was powered on with ac and battery power and then inappropriately shut down. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction. Subsequent testing of the device was unable to duplicate the malfunction.